Event description:
The patient will be revised due to pain and allergy. After the surgery, the patient fell over and had a pain around the hip joint. In (B)(6) 2010, the patient was hospitalized for examination. In the result of the test, crp was higher than usual, no infection was noted, but false-positive reaction of cobalt chloride was noted. Another surgery was done since the doctor suspects allergy. In the surgery, white liquid came out from the joint just after incision. No bacteria was found from the liquid. Also, black foreign matter like iron powder was found attached circumferentially around the joint between the head and the stem. According to the doctor, the joint capsule was thickened but no dead tissue was noted. Only the insert and head were replaced to complete the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(6) reports: the patient will be revised due to pain and allergy. Doi: (B)(6) 2009/ revision: (B)(6) 2010. On (B)(6) 2009, tha was done. After the surgery, the patient fell over and had a pain around the hip join. In (B)(6) 2010, the patient was hospitalized for examination. In the result of the test, crp was higher than usual, no infection was noted, but false-positive reaction of cobalt chloride was noted. On (B)(6), another surgery was done since the doctor suspect allergy. In the surgery, white liquid came out from the joint just after incision. No bacteria was found from the liquid. Also, black foreign matter like iron powder was found attached circumferentially around the joint between the head and the stem. According to the doctor, the joint capsule was thickened but no dead tissue was noted. Only the insert and head were replaced to complete the surgery. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.